Manufacturer narrative:
Of note, in this MDR, bd corporate headquarters in (B)(6) has been listed in sections d.3. And g.1. As nypro healthcare is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown PMA / 510(k) #: there is no 510(k) for this device as it is marketed outside the us (specific to (B)(6)) and not for sale in the us. It is unknown how the us customer obtained this non-us device. Device manufacture date: unknown results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers indicated failure mode. (B)(4).

Event description:
It was reported that a consumer used a bd" lancet device, the lancet penetrated too deep, and he had trouble to stop the bleeding. The consumer was evaluated at a va medical center and was treated with a prescription strength antibiotic cream.